Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a sore on the spine under the vibration box. Patient advised area is red and has a slight indentation. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician advised to end use. Follow up indicated that the irritation has improved since she ended use and removed the lifevest.